Manufacturer narrative:
Continuation d10: ICD:d224vrc, lead:7122, implant date: (B)(6) 2010, lead:694965 implant date:(B)(6) 2004 product event summary: the controller ((B)(6)) was returned for evaluation. No device malfunction was reported against the controller; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the device from performing as intended. A review of the manufacturing documentation was not performed as the analysis is not related to a manufacturing or servicing issue. Log file analysis did not reveal any anomalies; the returned controller was not in use. Of note, (B)(6) was loaded with a software containing a modified pump start algorithm. Failure analysis revealed that the controller passed visual inspection and functional testing. Internal visual inspection revealed cracks in one of the standoff posts of the controller housing. Based on an investigation, the root cause of the standoff post cracks was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00517125 is investigating this issue. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A controller was returned to the manufacturer. Manufacturer's analysis subsequently revealed a mechanical problem. No patient complications have been reported as a result of this event.